Manufacturer narrative:
Qc was acceptable. The sample was tested by the abbott method and the ft3 result was also normal. The specific result was not provided. The sample was requested for investigation but there was insufficient sample material remaining. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys ft3 iii (ft3 iii) on a cobas e801 module compared to the siemens method. The result from the e801 module was 10.7 pmol/l. This result was reported outside of the laboratory where the doctor thought the result was not consistent with the patient¿s clinical condition. The sample was repeated by the siemens method with a result of 4.75 pmol/l. The e801 module serial number was (B)(4).